Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing on 30 january 2020 due to a downstream occlusion. Service evaluation verified the downstream occlusion. The cause was identified to be a failed calibration ultrasonic sensor, lower sensor and bad sensor. The downstream tubing guide was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced a downstream occlusion. No additional information is available.